Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, a patient with a history of dialysis dependent renal insufficiency, coronary artery disease and hypertension expired approximately 10 months after having a precise stent implanted into his left internal carotid artery bulb. No additional information was available. The death certificate and autopsy report were not available. The patient was on the list for organ transplantation. At the time of the index procedure, the patient had an 85% stenosed lesion in his left internal carotid artery bulb. The lesion was described as concentric, mildly calcified, ulcerated and 22mm in length. The referenced vessel was 4.7mm in length and mildly tortuous. An angioguard rx with a 5mm basked was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx stent was successfully implanted at the target lesion. The angioguard device was retrieved with no debris observed in the basket. The residual stenosis was 20%. The patient was discharged the following day. Discharge medications included aspirin and clopidogrel. The device was implanted and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. There is no indication that the death was related to a product design or manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Additional information received via (B)(4) minutes on (B)(6) 2011 revealed that the patient died 10 months after the index procedure due to an unknown cause. It had initially been reported that the patient expired due to cardiac causes, but follow-up information from the research site indicated that there was no definitive cause of death provided by the family, they had only speculated that the cause of death was cardiac. The patient was on the list for organ transplantation. The death certificate and autopsy report were not available. At the time of the index procedure, the patient had an 85% stenosed lesion in his left internal carotid artery bulb. The lesion was described as concentric, mildly calcified, ulcerated and 22mm in length. The referenced vessel was 4.7mm in length and mildly tortuous. An angioguard rx with a 5mm basked was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx stent was successfully implanted at the target lesion. The angioguard device was retrieved with no debris observed in the basket. The residual stenosis was 20%. The patient was discharged the following day. Discharge medications included aspirin and clopidogrel. During his 1-month follow-up visit, he reported no adverse events.